Event description:
It was reported via repair work order that the structural support of the cot has been effected due to a broken cross support tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.